Event description:
It was reported that during an unk procedure, the white pad on the jaws of the device fell off during use and fell into the pt. It was unable to be retrieved and is still in the pt. Another same like device was used to complete the case.

Manufacturer narrative:
Date sent: 07/16/2008. Info anticipated, but unavailable at this time.